Manufacturer narrative:
A philips senior clinical implementation consultant (cic) reviewed the logs that were pulled for the event in question. The cic indicated that after reviewing the logs, the log shows that the monitor re-alarmed 5 times for the desat alarm. Each time that alarm was acknowledged at the central station on 8n. The cic also confirmed that device configuration was set for a realarm every 2 minutes. Per the logs, the desat alarm did realarm as expected. It was determined that the device was functioning as configured. It was confirmed that there was no failure of the device and the device functioned as configured.

Event description:
It was reported that patient information center ix indicating that the monitoring system failed to alarm for a spo2 desaturation (desat) event even though condition worsened. The device was in use on a patient at the time of the event. There was no adverse event reported.